Event description:
The nurse had difficulty pulling the stylet to hood the stylet. When it finally did pull back the stylet came back into the clear portion of the tubing, went through the tubing and the stylet pierced the thumb of the nurse. The nurse stated she had loosened the stylet prior to insertion.